Event description:
The customer reported the system was not booting up. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the hard drive then reformatted and reloaded the software. The system is operating as designed.